Manufacturer narrative:
Continuation of d10: product ID: 3708260; serial#: (B)(6); implanted: (B)(6) 2012; explanted: (B)(6) 2024; product type: extension. Product ID: 3888-33; lot#: v949385; implanted: (B)(6) 2012; explanted: (B)(6) 2024; product type: lead. Product ID: 3888-33; lot#: va014jk; implanted: (B)(6) 2012; explanted: (B)(6) 2024; product type: lead. Product ID: 3708260. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708260, serial/lot #: (B)(6), ubd: 11-dec-2013, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(6), ubd: 22-feb-2016; product ID: 3888-33, serial/lot #: (B)(6), ubd: 22-jun-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024, the patient (pt) was having their implanted neurostimulator (ins) explanted because the pt was no longer getting the headaches they had the device implanted for. During the explant surgery, damage was caused to one of the extension and to two of the leads. The "y" portion and a few cm distal to the "y" portion broke off. Attempts were made to find this, but they were unsuccessful, so part of this one extension remains in the patient's body and not connected to anything. The distal portions of both leads including all 4 electrodes had also broken off and remain in the patient and not connected to anything. The plan is to return to the or at a future date not yet determined to explant the distal ports. The device components that were explanted were all discarded by the account, and therefore will not be returned for analysis.